Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported by the healthcare professional to the company sales representative "during oral surgery, the product suddenly broke loose from the handpiece". The surgery was completed by using another device; there was no injury to the patient.

Manufacturer narrative:
The investigation was carried-out by the manufacturing plant in combination with the r&d department. At the leaf spring and the positioning area several damages can be found. At the shank, grinding marks can be found. The leaf spring is slightly curved. The product does not require a batch management, therefore a review of the device history records must remain incomplete. The failure is most probably usage related. The damages and at the shank are indicating that the tool was not correctly inserted into the headpiece. A correct clamping position can be seen. It is important to turn the shank after inserting it into the headpiece until the final position could be found. It is still possible to insert the complained shank into the headpiece as intended. Therefore the socket of the headpiece at the customer should be checked as well regarding damages due to the wrong coupling. A CAPA is not necessary.

Manufacturer narrative:
The investigation was carried out by the manufactured plant in combination with the r&d department. At the leaf spring and the positioning area several damages can be found. At the shank, grinding marks can be found. The leaf spring is slightly curved. The product does not required a batch management, therefore a review of the device history records must remain incomplete. The failure is most probably usage related. The damages and at the shank are indicating that the tool was not correctly inserted into the headpiece. A correct clamping position can be seen. It is important to turn the shank after inserting it into the headpiece until the final position could be found. It is possible to insert the complained shank into a headpiece as intended. Therefore the socket of the headpiece at the customer should be checked as well regarding damages due to the wrong coupling. A CAPA is not necessary.